Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# : (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported since the last ins replacement, the patient had high impedances on electrode #1. They did a procedure on the day of report and tightened up the setscrew because it had not been tightened up at the time of ins being implanted and this resolved the impedance issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.